Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.

Event description:
As reported, in 2007, this patient was successfully implanted with gore excluder aaa endoprostheses. Upon closure, the physician discovered a small dissection in left femoral artery. The cause of the dissection was unknown. The dissection was surgically repaired. Patient is in stable condition.